Event description:
The consumer reported that his son broke the key part to his wrist restraint. His son was in an agitated state and as the father was applying the restraint, the key broke and got stuck in the buckle. The father was able to remove the broken part form the buckle. The father requested a new key for the product. There was no pt injury reported. The restraint was purchased ten years ago. The product is not for home use. A replacement key was not provided to the father.

Manufacturer narrative:
The product was not returned for evaluation. The restraint was purchased ten years ago. The product is not for home use. A replacement key was not provided to the father. The product labeling states, "rx only. Not for home use. Federal law (USA) restricts this device to sale by or on order of a physician. For use in a licensed healthcare facility only." (B)(4).